Event description:
Paramedics responded to a person, condition unknown, attended to by first responders with a lifepak 500 AED. The lifepak 12 defibrillator/monitor was connected to the person with ECG leads for cardiac monitoring but, according to the reporter, it displayed dashed lines and would not display the pt's rhythm. The paramedic crew then disconnected the pt's defib pads from the AED and connected them to their device to monitor in paddles lead. The reporter stated that, in paddles lead, dashed lines displayed initially then later, the pt's ECG displayed normally. No adverse affects to the pt were reported as a result of the alleged malfunction.